Event description:
It was indicated that the device was removed and replaced with one cylinder on the left side due to crossover.

Manufacturer narrative:
The evaluated device performed within specifications. Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.